Event description:
Medtronic recall of quick set infusion sets. We have told medtronic many time that there was something wrong with my husband's machine or sets because his sugar levels were running real high about 500 or higher, we did all that we needed to do to correct the problem. Never once did they tell us that it was the sets, they explain to us that he needs to change the infusion sets and site whenever his sugar got high, which we did and that wasted a lot of infusion sets. With no explanation from them or the doctor, my husband's sugar remained high for months only to go as low as 250, if he did eat anything at all. Dates of use: 2009. Diagnosis: diabetes. Event reappeared after reintroduction: yes.